Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the customer reported "alarms for downstream occlusion" was reproduced. The device was tested for downstream occlusion detection with passing results however during incoming device evaluation assessment testing the device did go into a downstream occlusion alarm. A review of the event history log revealed multiple occurrences downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failure of the downstream tubing guide. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was tested for downstream occlusion testing. A review of the event history log revealed multiple occurrences of the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failing downstream tubing guide. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.